Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose value was 400 mg/dl. Reportedly, a new cartridge was successfully loaded after the pump was reset.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.